Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 11/27/2013 to report black, brown oily substance leaking from the battery compartment when using the purely yours breast pump on battery power. Customer denied any injury or burn when this event occurred.

Manufacturer narrative:
Replacement purely yours motor base was sent to customer on 11/27/2013. She was asked to return original motor base for evaluation to ameda, inc. An expedited fedex return shipping label was provided for product return. Though requested, the reported product was not returned to ameda inc. For evaluation.